Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. On the same day, the patient was hospitalized and treated with vancomycin (2 grams for every third day for 3 weeks) ip for peritonitis. Dianeal therapies were ongoing and the patient was not retrained on aseptic technique. Twenty-eight (28) days after hospitalization, the patient was discharged. At the time of the report, the patient was recovering from the event. No additional information is available. No additional information is available.